Event description:
It was reported that during a follow up, muscle twitching was observed. An echo and x-ray revealed perforation. It was previously noted that high threshold was observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and found to be within specification.